Event description:
Hcp notified of therapeutic shock. Per the nurse, patient coded during dialysis and required chest compressions but didn't require external defibrillation from an AED. Rn further stated that there didn't appear to be any gel residue on the used garment. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable passed weight, safety, and eit. The returned device passed all field return tests and inspections. Evaluation of the returned wcd system indicated that the patient was not wearing the wcd system at the time of the event. The wcd system was powered down on (B)(6) 2025. Wcd system meet user requirements and specification. There is no indication of a product malfunction. Will continue to trend for future occurrences.